Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 380 mg/dl. As this alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the alarm.